Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps, including using a different wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.